Event description:
Probe placed in patient during anal rectal manometry procedure. Probe not working properly. Balloon not holding presure. I was unable to identify landmarks, contacted dr and he agreed to terminate case even though procedure was not complete.